Event description:
The patient had a primary knee surgery with competitor devices on unknown date. Subsequently, the patient was revised for an unknown reason on the (B)(6) 2023 and medacta devices were implanted. Presently, on (B)(6) 2023, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22-dec-2023. Lot 1903558: (B)(4) items manufactured and released on 09-jul-2019. Expiration date: 2024-06-26. No anomalies found related to the problem. To date, 88 items of the same lot have been sold with no similar reported case during the period of review